Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that after a farapulse procedure completed on (B)(6) 2025, the patient experienced atrial flutter that required hospitalization on (B)(6) 2025. The issue is ongoing. The device will be returned for analysis.

Event description:
It was reported that the patient experienced atrial flutter that required hospitalization. The issue is ongoing. The device will be returned for analysis. Additional information was received. At the end of the pulse field ablation procedure, sinus rhythm was noted on (B)(6) 2025. There are no device issues or patient complications that occur during the pfa procedure with the farawave catheter. Three months after the surgery, on (B)(6) 20205, the 7-day electrocardiogram monitoring patch report indicated continuous atrial flutter. An elective surgical treatment was recommended. The patient was discharged on (B)(6) 2026. The device will not be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although no product has been returned, we have determined that the atrial flutter is a known inherent risk with use of this product. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk assessment: a risk review performed for the farawave device confirmed that the event of atrial flutter is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. In this case, sinus rhythm was documented at the end of the procedure with no reported device or procedural issues. The atrial flutter was identified approximately three months post-procedure, making a direct causal relationship to the device or procedure unlikely. However, atrial flutter remains a recognized and documented risk associated with cardiac ablation procedures and is addressed within the product risk management documentation. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed.